Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source experienced cracked on the lamp and e102 error during a therapeutic laparoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device (clv-s190) was returned to olympus for inspection and the reported failure was not confirmed. Another device olympus asset (md-631) was connected to the returned clv-s190 for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was cracked due to depletion of the lamp and could not identify the cause of the damage from the information became available in the investigation results and this complaint should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.